Event description:
The customer reported that the device would not fully power on.

Manufacturer narrative:
The customer reported that the device would not fully power on. The device was evaluated at philips and the symptom was duplicated. The reported issue was resolved by replacing the processor pca.